Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/05/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.